Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 306 mg/dl. Customer stated the pump kept scrolling. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 306 mg/dl. The customer was admitted to the hospital o (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was wearing the pump at time of hospitalization. Customer was offered to troubleshoot for high blood glucose but declined and stated she believes the high blood glucose is due to the keypad issue.

Manufacturer narrative:
The pump was received with intermittent act and up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.